Event description:
Initial result for a patient sodium was 134 mmol/l. When retested, the result was 139 mmol/l. Incorrect result was not used to guide therapy. The field service representative repaired the instrument by replacing the ise module.